Manufacturer narrative:
Correction: d4:corrected UDI information h4:corrected device manufacturer date.

Manufacturer narrative:
Vyaire file identification: (B)(4). 81 others: the suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us froze up after coming off of a patient and when trying to do a circuit check. Furthermore, there was no patient involvement.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. However, investigations performed by imt proved that this failure can be reproduced in the lab and the user cant start the ventilation as the unit is in stand by mode. This failure classified as "permanent apphang while device in standby mode". As a resolution, bug fix improvements will be implemented on next sw release and this was documented under tfs ID 58571 and 58584. CAPA-000001062 assigned for app hang related issues.